Event description:
Further follow-up revealed that the pt underwent lead replacement surgery. Surgeon indicated that the lead was cut into several pieces and declined to send it back to manufacturer for analysis.

Event description:
Reporter indicated that vns pt was complaining of feeling like their device has "slipped down" in their chest. Treating neurologist indicated the lead wire felt "very tight" to the touch in the neck area. The pt also reports that they experienced a shocking sensation in their neck approximately six months ago. Device diagnostic testing reportedly resulted in high lead impedence reading, indicating possible device malfunction. Treating neurologist is not aware of any recent injury or trauma to the pt that may have damaged the vns therapy system. Review of x-rays did not reveal any obvious discontinuities in the vns therapy system. It is believed the migration of the generator may have caused or contributed to a break in the lead wire.